Event description:
It was reported that 2 emts were transferring a pt from the cot to a hospital bed when the cot tipped to the head down (foot section up) position. Reportedly, the cot was at bed height and one of the emts was moving from the head end of the cot to the opposite side of the bed to assist in transferring the patient from the cot to the bed. Reportedly, no one was at the head end of the cot and the other emt was at the foot end of the cot. Allegedly, the emt at the foot end did not lift up on the cot. It is reported that the pt is experiencing neck pain.